Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history record review has been requested.

Event description:
Pt implanted with pro-disc c experienced facet pain after implantation. The implant was removed for failure to resolve axial neck pain after total disc replacement.